Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an aortic arch aneurysm using the gore® tag® conformable thoracic stent graft with active control system (ctag). A debranching procedure was performed as an accompanying intervention. The ctag was deployed such that the partial uncovered stent (pus) overlapped the bovine arch. On (B)(6) 2025, occlusion of the left common carotid artery was confirmed. An intervention was performed, and a bare metal stent was placed in the left common carotid artery. Attending physician¿s comments: post-deployment angiography showed no delay in the left common carotid artery, and it was considered unproblematic. The sleeve of the pus may have contributed to the issue. Due to the short proximal neck, it was necessary to extend the pus into the branch vessel, and the current deployment position was deemed optimal.

Manufacturer narrative:
Emdr section h6, codes c19 and d15 updated to reflect results of product history review. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.